Event description:
Per the surgeon's report, a post-operative CT scan showed a hypotympanic electrode array placement. The device was explanted in 2007. The pt was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.